Event description:
(B)(4). It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced, "having intercourse, her husband was very uncomfortable"; "he (husband) had almost a painful sensation as if something was poking him"; dr (B)(6) was able to feel the area of concern in the vaginal wall, most likely associated with the mesh that was placed; tight mesh arm following procedure; just underneath the distal anterior mesh arm, there were a couple of mesh fibers protruding from the vaginal mucosa; "a tiny" mesh erosion located approximately 3 cm proximal to the introitus in the midline of the anterior vagina; vaginal mesh erosion from procedure; visible mesh erosion approximately 2 cm from the posterior introitus in the midline of the vagina which measured approximately 2 to 2.5 cm in vertical length by 1 cm in horizontal width; mesh erosion with anterior and posterior repair, incidental cystotomy status-post repair; cystocele (pfs [plaintiff fact sheet]); enterocele (pfs); pelvic (uterine) fibroids (pfs); rectocele (pfs); urinary incontinence (pfs); uterine prolapse (pfs); "sex was painful to my husband because of vaginal rough spots" (pfs); "over 6 months when our normal sex life was impossible" (pfs); "considerable emotional stress from the surgeries" (pfs); "the mesh eroded through into my vaginal and threatened by internal organs" (pfs); and "our sex life has not completely recovered" (pfs) after she underwent a total vaginal hysterectomy, anterior repair with mesh, enterocele repair with mesh, vaginal vault distention with mesh. Associated MDR: 1018233-2013-02367, 1018233-2011-00178, 1018233-2011-00179.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions. Pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).